Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) due to concerns of loss of capture (loc) on the right ventricular (rv) lead. Ts reviewed the presenting egm and was able to confirm rv capture. It was noted that the patient was in atrial fibrillation (af) arrhythmia and the egm showed that the af was being intermittently undersensed. At this time, the pacemaker remains in service. No adverse patient effects were reported.